Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) glucose readings were visible in the dexcom app but not on the ilet, with a pairing failed alert on the pump that was resolved after re-entering the sensor serial number and pump restart, indicating an intermittent communication failure between the cgm and ilet that was limited to the ilet display; the involved device components were electrical and magnetic elements, specifically the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the dexcom g7 and the ilet consistent with intermittent communication failure involving the antenna/electromagnetic pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.